Event description:
It was reported that the customer inadvertently performed the load sequence while connected to the site. The customer's blood glucose was 54 mg/dL. Tandem Technical Support educated the customer to not be connected to the pump during the fill tubing process.

Manufacturer narrative:
In use at the time of the event:CGM model: UnknownMobile OS: Unknown.